Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead, exhibited high out of range shock impedance of 127 ohms. The physician advised they believe it may be due to a recent medication change. A technical service consultant reviewed the data from the home monitor, noting a gradual increase of out of range shock impedance since (B)(6) 2020 of 104 ohms to 127 ohms. T/s recommended lead integrity testing , but advised may be due to patient condition. The device remains implanted. No adverse patient effects were reported.